Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient died after the procedure. First, it was reported that after ablating for a while with the thermocool smarttouch sf catheter there began to be jumps in the impedance reading on the smartablate rf generator. It was verified appropriate flow rates during radio frequency (rf) delivery. The physician removed the thermocool smarttouch sf catheter and char was noticed on the tip of the catheter. They exchanged the catheter to continue the case successfully. Additional information was reported on 10-feb-2026 that the patient passed away. It was reported that the catheter char was not believed by the physician to be the cause. No other details were reported. Additional information was reported on 26-feb-2026. The exact date of death was not known, but it was the weekend on (B)(6) 2026. Patient felt unwell and instructed by staff to go to the emergency room (ER). Patient did not go to the ER. The physician¿s opinion of the cause of death was unknown. Additional information was received on 01-mar-2026. The char was located at the tip electrode. The physician did note that the char was excessive. There were no error messages and the physician did not see any product problem. Smartablate stsf mode ¿ 40 w- 60s, 40w and 30w was used. Patient was anticoagulated and the act was therapeutic before transseptal and ablation (350). Ablation was set to 60 seconds. 135 ablations were performed. No issues related to temperature of flow. The irrigation rate was not used outside of those prescribed. Impedance usual until ablating and impedance would rise to 200s. The event was originally considered non-reportable, however, bwi became aware on 10-feb-2026 of the patient¿s death and have assessed this adverse event as reportable. The awareness date for this record is 10-feb-2026.

Manufacturer narrative:
The date of death was processed as on (B)(6) 2026. However, additional information was received which indicated that the exact date of death was not known, but it was the weekend on (B)(6) 2026. Therefore, additional information was requested for clarification. However, no further information has been made available. If additional information is received regarding clarification of this date, a supplemental 3500a report will be submitted to the FDA. The bwi product analysis lab received the device for evaluation on 25-feb-2026 the analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a thermocool smarttouch sf catheter. First, it was reported that after ablating for a while with the thermocool smarttouch sf catheter there began to be jumps in the impedance reading on the smartablate rf generator. It was verified appropriate flow rates during radio frequency (rf) delivery. The physician removed the thermocool smarttouch sf catheter and char was noticed on the tip of the catheter. They exchanged the catheter to continue the case successfully. Additional information was reported that the patient passed away. The device evaluation was completed on 23-mar-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. However, char was detected during device decontamination process. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high impedance issue reported could not be confirmed during the investigation. However, the char reported can be confirmed, as the failure was observed during device decontamination process. The potential cause cannot be determined with the information available. The ngen generator user manual contains the following information: if a sudden increase in impedance is observed during ablation, stop the delivery of rf energy because a rapid increase may indicate that there is a problem (for example, char and coagulum formation on the ablation electrode). The root cause of the adverse event remains unknown. The physician specifically reported that the char was not believed to be the cause. Additionally, the high impedance appears to have been from the char. Therefore, the two reported issues with the catheter are not related to the death. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Clarification was received on 27-mar-2026 that the date of death was not known exactly, only as the weekend of (B)(6) 2026. Therefore, removed (B)(6) 2026 date from the b2. Date of death field. Explanation of codes: -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the customer¿s reported ¿char¿ issue. In addition, biosense webster inc. Analysis finding of the ¿char¿. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿jumps in the impedance reading¿ and ¿adverse event¿ issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).